Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure the system presented with no phacoemulsification power. The priming of the system went well but when the surgeon tried to use phaco power he had no ultrasounds. The surgeon exchanged the handpiece without doing a prime again and it did not work. The system was shut down and restarted the system and it appeared to be functional. Additional information has been requested additional information received indicated that the procedure was completed with another system.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. As no problem was found with the system, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).